Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during radiofrequency procedure, when the introducer was advanced into the brockenbrough, skiving was noted. The needle and introducer were removed and tested on the table, and skiving material was observed. The introducer was replaced and the procedure was completed with radiofrequency. No patient complications have been reported as a result of this event.